Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). Exempt: this report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the ngage nitinol stone extractor functioned properly during testing; once the device was in the patient during a ureteroscopy with laser lithotripsy, the device malfunctioned. The extractor was not opening or closing once inside the patient. The procedure was completed with a ncircle basket. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Evaluation / investigation. A visual inspection and functional testing of the returned device was conducted. A review of drawings, the instructions for use, quality control data, and specifications was also performed. One device was returned for investigation. The device was returned with the handle in the closed position and the basket formation was partially open. The collet knob is tight and secure. The male luer lock adaptor (mlla) is tight. The polyethylene terephthalate tubing (pett) measures 4 cm in length. There were no kinks or damage noted in the basket sheath. A functional test was performed and determined the handle actuated the basket formation to the open position, however, the basket formation only partially closes. The handle was disassembled. The basket formation can be manually actuated. The handle was reset and reassembled. The handle functioned fine after being reassembled. The device history record was not able to be reviewed as the lot number of the complaint device was not known. A review of complaint history for the associated device lot could not be performed without the lot number of the complaint device. As documented in the instructions for use (IFU): caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Measures have been initiated to address this failure mode. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. H3 other text : blank fields on this form indicate the information is unknown, unchanged, or unavailable. Evaluation / investigation. A visual inspection and functional testing of the returned device was conducted. A review of drawings, the instructions for use, quality control data, and specifications was also performed. One device was returned for investigation. The device was returned with the handle in the closed position and the basket formation was partially open. The collet knob is tight and secure. The male luer lock adaptor (mlla) is tight. The polyethylene terephthalate tubing (pett) measures 4 cm in length. There were no kinks or damage noted in the basket sheath. A functional test was performed and determined the handle actuated the basket formation to the open position, however, the basket formation only partially closes. The handle was disassembled. The basket formation can be manually actuated. The handle was reset and reassembled. The handle functioned fine after being reassembled. The device history record was not able to be reviewed as the lot number of the complaint device was not known. A review of complaint history for the associated device lot could not be performed without the lot number of the complaint device. As documented in the instructions for use (IFU): caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Measures have been initiated to address this failure mode. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.